Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed; however, the difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty to remove and separation appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.0x20 trek was used successfully in the moderately tortuous and moderately calcified lesion in the right radial artery, but the lesion only opened a little. The lesion was difficult to reach due to the patient's tall anatomy. While withdrawing the trek from the anatomy with resistance, the physician felt a snap. Once removed, a segment of the balloon was noted to be missing from the device. All of the separated segment of the trek was successfully snared out of the aorta in the abdominal region. There was no report of a clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.